Manufacturer narrative:
Additional information was received that the location of hematoma was near at the lead site. Symptoms associated were shortness of breath and chills. It was also noted that the cause of hematoma was bleeding at the incision site.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms of chills and fever were noted. It was unknown what caused the infection and if it was device or procedure related but the physician believed that the complications were due to hematoma. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms of chills and fever were noted. It was unknown what caused the infection and if it was device or procedure related but the physician believed that the complications were due to hematoma. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms of chills and fever were noted. It was unknown what caused the infection and if it was device or procedure related but the physician believed that the complications were due to hematoma. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well postoperatively.